Event description:
The duett sealing device was deployed following a diagnostic procedure (via a 6f sheath, right common femoral artery). Difficulty delivering procoagulant was reported by the staff, as they felt that the arterial sheath (not a part of the duett) was potentially kinked, potentially forcing some procoagulant into the artery. The sheath was not saved for analysis. About 30 min after duett deployment the pt developed pain and distal pulses were absent. Pt underwent a surgical thrombectomy to remove clot from the right leg. No thrombolytics were used. In 2000, the pt had regained distal pulses but was still having calf pain in the affected leg. The pt was discharged with no further complications later that week, and the calf pain did resolve.